Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary for the investigation results will be provided in a supplemental report.

Event description:
Customer states: during use, leak from the cuff was observed. No pt harm reported. Customer confirmed that no fault was identified during pretesting efforts. The info provided to date does not confirm if a replacement tube was required.